Event description:
A customer observed false positive anti hbs result for a known negative anti hbs control tested on the vitros eci analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the customer inadvertently programmed a instrument position for a qc fluid but placed an incorrect sample in that position prior to sampling. The root cause of the event is user error.